Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated device, incomplete clip closure was observed. The unit was disassembled for further evaluation and it was noted that an internal component had been damaged, causing the clips to not form correctly. The root cause of the internal damage may have occurred if a strong force is applied to the jaws keeping them from closing when the trigger is actuated. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical is currently investigating device enhancements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.

Event description:
Colecistectomia laparoscopica - "when dr. (B)(6) shot the first clip, the legs were crossed and nearly cut the vessel; the second clip fell into the abdomen and it was open - clip was recovered. The third shot the clip applier made a noise as if it was broken and it blocked."

Manufacturer narrative:
(B)(4) has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.